Event description:
During a therapeutic procedure, an accustick was inserted into a target lesion along a guidewire. Upon removal of the guide wire from the catheter, it was found the radiopaque marker had detached from the shaft and stayed in the pt's body. There is a possibility the marker might have been defecated.